Event description:
During procedure, 8fr st. Jude fast cath sheath was inserted in the pt's left femoral vein, but separated into two pieces when catheter was introduced. Distal portion of sheath remained in the pt. While pt was under anesthesia, a vascular surgeon performed a left femoral cutdown, left femoral venotomy, and the retained portion of the cath sheath was removed without further complication.